Event description:
Related to MFR report # 2183959-2012-00933. It was reported that on (B)(6) 2010, a miniarc sling was implanted to treat the plaintiff's pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that, after and as a result of the implanted mesh, the plaintiff has suffered permanent bodily injuries, significant mental and physical pain and suffering, including erosion of the mesh into her tissues, and general infections. It was also alleged that the plaintiff has undergone medical treatment and will likely undergo corrective surgery and hospitalization, including, but not limited to, operations to locate and remove mesh, to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.